Event description:
A malfunction alarm, identified as malf 9, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, as the malfunction code was resettable. The pump operated correctly after the reset, and the customer was advised to continue using it while being instructed to contact support if the issue recurred.